Manufacturer narrative:
An event of anemia, hemorrhage, pleural effusion, and hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the pleural effusion, anemia, and hemorrhage could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medications and packed red blood cells were administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 14mm amplatzer vascular plug 2 was successfully implanted in a patient using an unknown delivery system. There was no difficulty experienced in implanting the 14mm amplatzer vascular plug 2. The unknown delivery system was not in the patient for a significant period of time. Post-procedure, it was noted that the patient had anemia from likely post-operative bleeding. The decision was made to transfuse the patient with packed red blood cells. The patient had an international normalized ratio (inr) of 1.4. On (B)(6) 2025, it was noted that the patient developed cerebral hypoperfusion syndrome. A computed tomography scan and angiogram revealed an occluded carotid-subclavian bypass. The decision was made to aspirated a formed thrombus and stenosis was treated by performing a balloon angioplasty. The patient was also administered aspirin and heparin. The thrombus was not adhering to the plug. The patient does not receive any treatment (medications) that could contribute to thrombus formation, including over the counter medications. On (B)(6) 2025, it was noted that the patient had a cough and increasing oxygen requirement. A chest x-ray revealed a pleural effusion and bilateral atelectasis. The patient was administered hydrocortisone, nebulizers, furosemide, and spironolactone. On (B)(6) 2025, it was noted that the patient had low potassium. The decision was made to administer the patient intravenous and oral supplementation. On (B)(6) 2025, the patient had an inr of 1.0. On (B)(6) 2025, it was noted that the patient had mild oropharyngeal dysphagia and dysphonia with left vocal cord palsy. The cause of the patient's cerebral hypoperfusion syndrome is attributed to occlusion of an unknown prosthetic carotid subclavian graft and confirmed to not be related to the 14mm amplatzer vascular plug 2. The cause of the patient's left vocal cord palsy resulting in mild oropharyngeal dysphagia and dysphonia is attributed to carotid surgery. The cause of the patient's pleural effusion and bilateral atelectasis is attributed to fluid resuscitation, return to theatre and reintubation and corresponding post-operative recovery. The cause of the patient's hypokalemia is attributed to fluid resuscitation. The cause of the patient's thrombus formation is attributed to a technical error with graft anastomosis. There is no allegation of malfunction against the abbott device or procedure. The patient was in stable condition at the time of report. No additional information was provided. Subsequent to the previously filed report, additional information was received that the occlusion of the prosthetic carotid-subclavian graft was attributed to anastomotic stenosis, which was considered a technical error. A 14mm amplatzer vascular plug 2 was implanted into the proximal left subclavian artery. The prosthetic carotid-subclavian graft was performed as a concomitant procedure. The delivery system used for the implant was a non-abbott 8 fr non-abbott delivery system. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 14mm amplatzer vascular plug 2 was successfully implanted in a patient using an unknown delivery system. There was no difficulty experienced in implanting the 14mm amplatzer vascular plug 2. The unknown delivery system was not in the patient for a significant period of time. Post-procedure, it was noted that the patient had anemia from likely post-operative bleeding. The decision was made to transfuse the patient with packed red blood cells. The patient had a international normalized ratio (inr) of 1.4. On (B)(6) 2025, it was noted that the patient developed cerebral hypoperfusion syndrome. A computed tomography scan and angiogram revealed an occluded carotid-subclavian bypass. The decision was made to aspirated a formed thrombus and stenosis was treated by performing a balloon angioplasty. The patient was also administered aspirin and heparin. The thrombus was not adhering to the plug. The patient does not receive any treatment (medications) that could contribute to thrombus formation, including over the counter medications. On (B)(6)2025, it was noted that the patient had a cough and increasing oxygen requirement. A chest x-ray revealed a pleural effusion and bilateral atelectasis. The patient was administered hydrocortisone, nebulizers, furosemide, and spironolactone. On (B)(6) 2025, it was noted that the patient had low potassium. The decision was made to administer the patient intravenous and oral supplementation. On (B)(6) 2025, the patient had an inr of 1.0. On (B)(6) 2025, it was noted that the patient had mild oropharyngeal dysphagia and dysphonia with left vocal chord palsy. The patient was in stable condition at the time of report. The cause of the patient's cerebral hypoperfusion syndrome is attributed to occlusion of an unknown prosthetic carotid subclavian graft and confirmed to not be related to the 14mm amplatzer vascular plug 2. The cause of the patient's left vocal cord palsy resulting in mild oropharyngeal dysphagia and dysphonia is attributed to carotid surgery. The cause of the patient's pleural effusion and bilateral atelectasis is attributed to fluid resuscitation, return to theatre and reintubation and corresponding post-operative recovery. The cause of the patient's hypokalemia is attributed to fluid resuscitation. The cause of the patient's thrombus formation is attributed to a technical error with graft anastomosis. There is no allegation of malfunction against the abbott device or procedure.